Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for mixed tubes the incident lot was observed. But the complaint can not be confirmed because the product pcn 367756 lot 0023671 has already been shipped from the manufacturing site before the pcn 367950 lot 0056963 was started to manufacture. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was a mix of product with 1000 bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter: we ordered and received 1000 vacutainer edta k2 tube 6ml yellow on 14.07/2020, within the box there were 2 packs of 100 of item code 367756 lemon top acd solution, approx 30 have been issued out and we are trying to recall the item from wards etc.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a mix of product with 1000 bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter: we ordered and received 1000 vacutainer edta k2 tube 6ml yellow on 14.07/2020, within the box there were 2 packs of 100 of item code 367756 lemon top acd solution, approx 30 have been issued out and we are trying to recall the item from wards etc.